Event description:
It is reported that upon opening it was found that the inner sterile packaging was compromised.

Manufacturer narrative:
This report will be amended when our investigation is complete.